Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that at 12:00 a.m. He obtained a blood glucose reading of 374 mg/dl with his contour meter. The customer stated that he did not eat anything for 7 hours prior to the event. The customer took 3 units of long-lasting insulin based on the reading of 374 mg/dl. During the night after administering insulin, the customer passed out. The customer's family member gave him soda after which he recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter and contour test strips from lot # 0aj3b01c for evaluation. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance.